Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include application techniques and or a failed component, the IFU offers further guidance. Medical review concluded, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
In the study "does taping torso scars following dermatologic surgery improve scar appearance?" There were a total of 195 patients using leukostrip and or melolin & opsite dressings. Control group did not use leukostrip but interventioned group did. In this study one patient presented stitch abscesses. It is unknown what kind of treatment was given.